Event description:
Based on additional information received on (B)(4) 2017, this case initially considered as non-serious was upgraded to serious (important medical event of device malfunction). This case is cross referenced with case: (B)(4) (cluster). This unsolicited case from united states was received on (B)(6) 2017 from a physician. This case concerns a male patient of unknown age who received treatment with synvisc one and later after unknown latency had had significant swelling and pain in both knees, also, device malfunction was identified for the reported lot number. No past drug, medical history, concomitant medication or concurrent condition was provided. On (B)(6) 2017, the patient initiated treatment with intra-articular synvisc one injection once at a dose of 6 ml (indication: unknown) (batch/lot number: 7rsl021, expiry date: unknown). On an unknown date in (B)(6) 2017, after unknown latency the patient had significant swelling and pain in both knees. No further information was provided. Corrective treatment: not reported for all the events. Outcome: unknown for all the events. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events. Received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation is completed, corrective and preventive actions would be implemented. Seriousness criterion: important medical event of device malfunction additional information was received on (B)(6) 2018 (processed together with clock start date of (B)(6) 2017). Global ptc number was added. Additional event of device malfunction was added with details. Seriousness criterion was added. Clinical course updated and text was amended accordingly. Pharmacovigilance comment: sanofi company comment dated (B)(4) 2017: this case concerns a patient who has received synvisc one injection from the recalled lot and later experienced knee swelling and pain in both knees. Although exact event dates are not reported however, based on reported information a temporal relationship cannot be ruled out with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.